Event description:
Allegedly, patient is suffering from mom complications. Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to unknown mom complications. Added the explant date.

Event description:
Allegedly, patient is suffering from mom complications to include: acetabular cup loose, elevated ion levels, impaired gait and failure of bony ingrowth. Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to unknown mom complications. Added the explant date. (Left)

Manufacturer narrative:
Updated incident description, initial reporter and event problem codes. The investigation previously reported remains unchanged.